Event description:
During procedure biopsy forceps introduced through scope while attempting to obtain biopsy tip of forceps broke off into the pt tissue. It was successfully retrieved. New forcep used without further issues.